Event description:
It was observed that during the device evaluation, the camera head had a cable leakage, cable cut, and leaking casing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a third party and the customer's reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.